Event description:
It was reported that pump battery depleted rapidly from 80%, so patient carried charging cord to ensure continued insulin delivery. There was no reported impact to the customer¿s blood glucose level. Patient declined customer technical support assistance, no further information was obtained, and patient was already in process for renewal pump.